Event description:
Component fractured.

Event description:
Component fractured results of the investigation, including a re-assessment of the rationale for this event has concluded in an update of the reportability decision that is provided in this follow-up report.